Event description:
Report received that the device slipped down the wheelchair's IV pole. The customer reported that the pump "landed" on the pt's unspecified shoulder. There were no adverse pt effects and no medical interventions were required. The customer contact indicated that the IV pole on the wheelchair is "much smaller in diameter than standard IV pole." Though requested, no additional info was provided.